Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the pipeline was stuck in the proximal shaft of the phenom 27 microcatheter during delivery and was removed. When the catheter was cut off and the pipeline was removed from the microcatheter, there was something attached like a translucent sleeve, so it was believed that the inner layer inside the catheter had peeled off. It was reported that the microcatheter was induced to m1 when the pipeline could not be delivered. There was no damage to the delivery pusher. The microcatheter was not retracted to eliminate slack in the system. The event was said to be not associated with the patient. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis #705270345:equipment used: video inspection system (m-81805), ruler (m-h3: 83360), camera (panasonic lumix dmc-zs5), 0.0265¿ mandrel drawing(s) referenced: n/a as found condition: the pipeline flex w/ shield device and phenom-27 micro catheter were returned for analysis within a shipping box; within a resealable plastic biohazard pouch and within additional individual resealable plastic biohazard pouches. The pipeline flex w/ shield braid was already deployed and returned unprotected within the same resealable plastic pouch as its pusher. Visual inspection/damage location details: no flash or voids molded were found within the phenom-27 micro catheter hub. No damages or anomalies were found with the phenom-27 micro catheter hub. The micro catheter was found cut at ~12.4cm from the proximal end. A second ~40.5cm segment of the micro catheter was also returned with both ends found cut. Under a microscope, no delamination was found with any of the micro catheter ends. The distal-most segment of the micro catheter was not returned for analysis. No damages were found with the pipeline flex w/ shield proximal pusher. The hypotube was found unstretched and ptfe shrink tubing was found undamaged. No damages were found with the re-sheathing pad, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found undamaged. One braid end was found fully opened, damaged, and frayed. The other braid end was found tapered, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total and usable lengths could not be measured as the complete micro catheter was not returned for analysis. The inner diameter of the hub was measured to be 0.027¿, which is within specification and compatible for use with the pipeline flex w/ shield (specification: 0.027¿ ±0.001¿). Resistance was then tested by running an in-house 0.0265¿ mandrel through microcatheter segments. Slight difficulty was initially found when inserting the mandrel into the cut ends (due to the flattening from the cut); however, no resistance was encountered with remaining micro catheter segments. The micro catheter was cut lengthwise to gain access to the inner liner. No damages were found with the inner liner and no delamination was observed throughout the length of the returned micro catheter segments. The pipeline flex w/ shield device could not be used for resistance testing as the braid was already deployed. Conclusion: based on the analysis findings, the customer report of ¿catheter resistance¿ and ¿resistance/stuck during delivery¿ could not be confirmed. Possible causes for resistance are damage to the braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The braid was found damaged/frayed. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned already deployed and out of its protective introducer sheath and dispenser coil. The customer report of inner liner damage could not be confirmed. No inner liner damage or delamination was found with the returned micro catheter segments and the reported ¿translucent sleeve¿ found by the customer was not returned for analysis. . Possible causes for catheter liner damage are high force deliver, devices not hydrated prior to use, continuous flush was not used during procedure, device advanced aggressively, device advanced against high resistance, or more than one device used simultaneously in the micro catheter. As the remaining portion of the micro catheter were not returned for analysis, any contribution of the remaining micro catheter towards the resistance and the inner liner dam age could not be assessed. Ngod10 2022-12-16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported internal carotid artery c2 to 3 (siphon region), long diameter: 9 to 10 mm, sacular type small bay side. Strong tortuosity in the proximal side of the aneurysm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.